Event description:
Spouse of home patient (hp) reports incomplete prime of pt line of homechoice sets. Spouse reports hp was eventually able to reprime line and complete treatment with assistance form baxter technician, with each occurrence. No pt injury or medical intervention required per spouse.